Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, and white particles. Leak test was performed and found opening an on posterior. A microscopic analysis was performed which identified a crease smooth opening on posterior. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening and during the analysis crease fold was observed on the device but we cannot be related to the event report because the device was explanted. The reason for reoperation was reported to be due to deflation.

Event description:
Healthcare professional reported a right side deflation and "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and "any creases." Device has been explanted.